Event description:
It was reported that the device was used during laparoscopic cholecystectomy procedure. It was reported that the device was ejecting clips. Another device was used to complete the case. There was no consequence to patient.